Event description:
It was reported that the patient underwent an explant procedure for unknown reason. The explanted device were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred sometime earlier this month from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch/lot: 15822914/ 15747915.